Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer's experience was confirmed. Leakage was observed at the female luer of the set due to a crack in the component. No mfg defect could be identified that could have contributed to this failure mode and a definitive root cause could not be established.

Event description:
The female luer of the t-connector set model code 20041e was connected to a pressure monitoring set from a competitor's set (edwards lifescience) model code t349301b for an extracorporeal membrane oxygenation treatment (ECMO). A few hours into the treatment they noticed a crack in the female luer of the 20041e set. There was leakage of blood however from the reported info, there are no indications of harm to the pt or user as a result of this incident.